Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the hospital's power "went out" and the alaris pcu shut off. Per report the device was plugged in. Due to the event, the clinician had to reprogram to resume the infusion. There was patient involvement, but the outcome is unknown. ¿ a hospital-wide power failure occurred during a tornado watch. ¿ upon power restoration, alaris IV pumps reported connectivity issues. ¿ the pumps displayed a red alarm with only one option: ¿system off.¿ ¿ all pumps shut down and, once restarted, were unable to retrieve previous settings. ¿ the pumps were plugged into red outlets and switched to battery backup once power returned. Around 17:05 and additional power outage occurred. Two alaris pump ¿brains¿ to shut off. ¿ both pumps were connected to red outlets and should have remained operational on battery power. ¿ the same red alarm appeared, requiring ¿system off,¿ and the pumps could not be restored. ¿ after restarting, previous settings were again unrecoverable.

Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Annex a: a1801, a0401. Annex b: b01, b14. Annex c: c07, c0503. Annex d: d15, d08. Annex g: g02017. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report for the unexpected pump shutdown was not confirmed through a log review and it was not replicated during laboratory testing. After that, the pcu was connected to the power cycler fixture, after 16 minutes plugged into the ac, it was unplugged from the outlet for 5 minutes, and this process was repeated for 24 hours. After the completion of the 24 hours, there was no sign of the pcu shutting down, the device completed the test with no issues or errors noted. Alaris system maintenance (asm) was used to perform preventative maintenance on the suspect device. The pcu did not present any failure. No issues or anomalies were observed on the error and battery logs on the reported date. On the reported date there were no pump modules attached to the suspect pcu, only a syringe module (sn: (B)(6)) was observed. At 7:54 pm the pcu was powered on, one (1) minute later it was powered off. Subsequently, the syringe module was replaced by another one (sn: (B)(6)). At 7:55 pm a rds connection was established, two (2) minutes later an infusion was programmed with a bd syringe 20 ml a rate of 7.733 ml/hr and a volume to be infused (vtbi) of 11.6 ml and then started. At 9:27 pm the infusion was completed. Three (3) minutes later an additional infusion was programmed with a bd syringe 20 ml a rate of 7.733 ml/hr and a vtbi of 1 ml and then started. At 9:38 pm the infusion was completed. One (1) minute later the pcu was powered off. The service bulletin 592a states the proper battery maintenance which includes the following: the battery should be conditioned every 12 months by qualified service personnel. Conditioning can be achieved by performing the battery conditioning test (fast or optimal conditioning). Leave the power cord connected to a hospital grade ac power source whenever available. The battery is intended as a backup system. There was patient involvement, but the outcome is unknown. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the hospital's power "went out" and the alaris pcu shut off. Per report the device was plugged in. Due to the event, the clinician had to reprogram to resume the infusion. There was patient involvement, but the outcome is unknown. A hospital-wide power failure occurred during a tornado watch. Upon power restoration, alaris IV pumps reported connectivity issues. The pumps displayed a red alarm with only one option: ¿system off.¿ all pumps shut down and once restarted, were unable to retrieve previous settings. The pumps were plugged into red outlets and switched to battery backup once power returned. Around 17:05 and additional power outage occurred. Two alaris pump ¿brains¿ to shut off. Both pumps were connected to red outlets and should have remained operational on battery power. The same red alarm appeared, requiring ¿system off,¿ and the pumps could not be restored. After restarting, previous settings were again unrecoverable.